Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm of an unk size approximately 22 months ago. The aortic bifurcation was tight, and the iliac arteries were calcified. It was reported that the 1 month CT scan showed that the stent graft had lost patency in the right iliac/ipsilateral limb and became occluded. The post-procedure CT scan confirmed that the bifurcation was tight. On an unk date, the physician elected to perform a femoral-femoral bypass, which successfully resolved the occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: graft occlusion. Tight aortic bifurcation; calcified iliac arteries. Conclusion: tight aortic bifurcation; calcified iliac arteries.